Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. This issue occurred during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from may 21, 2021 - may 24, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photos showed images of the device contained fluid inside the bladder; however, no images of a leak were shown. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.